Event description:
A nurse called zoll customer support to report that a (B)(6), female, patient's electrode belt deployed gel. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gelled belt) has been confirmed. Upon investigation the electrode belt trunk cable connector pins were bent. The bent pins caused the rear 2 therapy electrode to deploy its gel. The root cause for the bent pins could not be positively identified but was likely excessive force while connecting the electrode belt to the patient's monitor. No adverse event resulted from the bent connector pins. The patient received a replacement electrode belt.